Event description:
It was reported that the patient underwent plf at th9-l3 levels using rods and plif at unknown levels for treating kyphosis. Revision surgery was performed to extend plf to l4-iliac with rods and connect implants at l3 and l4 with domino on (B)(6) 2012 due to l3/4 vertebral fracture and progression of kyphosis. Post-op, the patient felt popping at the time of looking back on the chair. The rod breakages on the both side (left 5.5mm rod; right 4.75mm rod) were confirmed around the domino connections. On (B)(6) 2015, the revision surgery was performed to replace the broken rods. The products were used in the patient. No fragments of the devices were remained in the patient.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 8699120, 510k # k981676 was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.